Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2023-00045 under the incorrect suspect medical device. The suspect medical device was updated on march 23, 2023. This MDR is being submitted to update sections d (suspect medical device) and g (manufacturing site) accordingly. The instrument was inspected and a drip from the sample arm was observed. Service determined the pipettor was leaking and replaced the part. Part replacement resolved the issue. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.

Event description:
A physician questioned a positive architect total b-hcg result of 1619.72 miu/ml generated on (B)(6) 2023, because it was inconsistent with the clinical presentation. The same patient tested negative at <1.2 miu/ml on (B)(6) 2023. No impact to patient management was reported.